Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure mini gastric bypass, the stapler did not fire completely and the lumen remained open. The staple line was incomplete distally. The issue happened to first two reloads and surgeon had to shift to competitor products and suturing to complete the case which extended the surgical time by more than 30 minutes. There was no patient injury.